Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of this information, the following was concluded: the complaint of a bent stylet is confirmed and was determined to be use related. One 5 fr triple lumen powerpicc provena solo catheter with a 3cg stylet inserted was returned for evaluation. An initial visual observation showed use residue on the returned sample. A bend was observed in the catheter near the 36 cm depth marker and the core wire of the stylet within the catheter was found to be bent once it was removed. The location and physical characteristics of the bend observed in the returned stylet, as well as the indication from the complainant that the reported event occurred during the placement procedure, suggest the stylet was likely damaged during use. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by the customer that when customer was inserting a 4fr dual lumen provena PICC and kept feeling resistance. She pulled the PICC back out and noticed that the wire was completely bent inside the PICC. She inserted a new PICC. No other information provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported by the customer that when customer was inserting a 4fr dual lumen provena PICC and kept feeling resistance. She pulled the PICC back out and noticed that the wire was completely bent inside the PICC. She inserted a new PICC. No other information provided.